Manufacturer narrative:
Failure analysis noted that the pump passed the self-test. There was moisture damage on the electronic assembly. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, bleeding lcd glass and cracked case near the display window corners. The backlight functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 170 mg/dl at the time of incident. The customer stated that she saw drops of moisture under the lcd display and the light was not working. She stated that she occasionally puts the pump in her bra. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.